Event description:
Bright light emitting during CT scan. On 2/10/2000 pt had a high resolution CT scan taken of chest. When the scan was finished, but before head was completely out of the equipment, there was a blinding flash of light that was so bright and intense that it was painful even through closed eyes. Pt tried to shut their eyes even tighter so their cheeks and forehead might shield pt's eyes. Pt reported this to a dr a radiologist and to marconi medical systems, the MFR. Pt was told nothing like this had ever happened before and that maybe it was light from the ceiling reflecting off of the machine. The light in the room, however, was dim and that could not be the explanation. (This light was much, much more intense than eg, when you first turn a light on in the middle of the night.) The room was extremely warm. The scan had to be repeated because they said it skipped over the bottom of pt's lungs. The technician seemed to be teaching another person how to do a CT scan and when the scan was repeated, the student was giving pt instructions.